Event description:
As rn was performing the heparin solution instillation into the adaptor end of the catheter with positive pressure, the female adaptor "popped off." This has never happened with other brands of central line catheters using the same technique. The rn wiped the adaptor off with alcohol and replaced into the central line as there was no alternative to prevent the end of the catheter from being exposed. No blood loss because rn immediately clamped catheter. Because catheter is implanted in pt, replacing it will involve another surgical procedure. Infection in the central line is a serious concern now.